Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd saf-t-intima IV catheter safety system with prn adapter 24 g x 0.75 in. Has experienced one case of leakage during use. The following has been provided by the initial reporter: blood leakage at ext. Tubing noticed after needle retraction. The root cause is slim clamp damaged/loosen.

Event description:
It has been reported that the bd saf-t-intima IV catheter safety system with prn adapter 24 g x 0.75 in. Has experienced one case of leakage during use. The following has been provided by the initial reporter: blood leakage at ext. Tubing noticed after needle retraction. The root cause is slim clamp damaged/loosen.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7327621. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. With the sample provided, our engineers attempted to replicate the damage observed in the device through the repeated application of the slide clamp. Our testing was concluded with no observable damage occurring to the tubing. Based on these results, the root cause for this complaint could not be determined at the conclusion of our review.